Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a newly implanted patient passed away due to a dissected infrarenal thrombotic occlusion and acute renal failure on (B)(6) 2022. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account stated that the pump will not be returned for evaluation. Furthermore, additional information was requested in regard to this event; however, the account communicated that due to data privacy, the hospital will not provide any further patient related information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28jul2022. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. G) is currently available. Section 1 of this document lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, renal failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.